Event description:
Related manufacturer reference number: 2017865-2022-39625. It was reported the patient presented for initial procedure. During implant, the left ventricular lead dislodged despite having three sutures tying the left ventricular lead in place. While trying to tie down with an additional suture, the suture sleeve broke. The physician elected to implant the lead and complete the procedure. While the physician was closing the pocket, the implantable cardioverter defibrillator (ICD) broke communication with an unrecoverable error message. Communication was reestablished via inductive telemetry and the procedure was completed. The patient was in stable condition.